Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician was unable to duplicate the reported event but noted that the coupler was worn.